Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a false downstream occlusion alarm occurred on a spectrum pump during patient treatment. The patient was reported to be sedated with a tracheal intubation. Continuous infusion therapy of levophed (32 mg in 500 ml 0.9% normal saline/ ns) prescribed at a flow-rate of 50 mcg/ min was connected to a junction of the tubing of another infusion bag delivering 500 ml of ns 0.9% by gravity (and not via the pump). Levophed infusion therapy flowed "on the central catheter's proximal channel into the patient's right vascular access via the spectrum infusion pump. It was reported that the pump generated a downstream occlusion alarm even though the channel was open. The ns 0.9% tubing was removed with no resolution of the event. The tubing connected to the levophed container was removed from the pump and reinserted; however, levophed was not infusing and the downstream occlusion alarm persisted. The patient experienced hypotension and the mean arterial pressure (map) was 29 mm hg. Neosynephrine (phenylephrine) 0.2 mg was administered intravenously. The line connected to the levophed container was reinserted in another baxter pump and infusion therapy was resumed with no further problem encountered. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review/service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the customer reported downstream occlusion which was not reproduced. The force sensor was found within specification and the device passed downstream occlusion testing within specification. A review of the event history log identified downstream occlusion alarms. A visual inspection found the tubing guide assembly was able to move due to lack of enough glue between the tubing guide and mechanism, which was resolved by the addition of a downstream tubing guide shim, however, this was not determined as a cause of the issue with the sensor readings within specification. The cause of the condition could not be determined. No correction was necessary. Should additional relevant information become available, a supplemental report will be submitted